Manufacturer narrative:
H.6. Investigation: this statement summarizes the investigation results regarding the complaint that alleges patients tested positive multiple times for influenza a with no apparent symptoms when using kit (rapid detection of sars-cov-2 & flu a+b (material # 256088), batch number 1189936. Also, wanted to know if there were any cross-reactions or false positives. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided and no relevant issue was found. The complaint was unable to be confirmed via the retain samples. Technical support sent a copy of the package insert (pi) for the triplex test kit to the customer as an additional information source regarding cross reactivity and interfering substances. The root cause could not be identified. A trend analysis for false positive results was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. H3 other text : see h.10

Event description:
It was reported while testing with bd veritor ¿ sars-cov-2 & flu a+b false positive results were obtained for influenza a. Customer did not think the result was accurate, and no confirmatory testing was performed. There was no report of patient impact. Eua# 203152 the following information was provided by the initial reporter: customer sent an email reporting that when he used the triplex test kit (ref 256088) one of his patients tested positive multiple times for influenza a with no apparent symptoms. He wanted to know if there were any cross- reactions or false positives. He said it is not influenza season yet and he needed clarification.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing with bd veritor " sars-cov-2 & flu a+b false positive results were obtained for influenza a. Customer did not think the result was accurate, and no confirmatory testing was performed. There was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter: customer sent an email reporting that when he used the triplex test kit (ref 256088) one of his patients tested positive multiple times for influenza a with no apparent symptoms. He wanted to know if there were any cross- reactions or false positives. He said it is not influenza season yet and he needed clarification.